Manufacturer narrative:
Device was returned to the manufacturer: a visual examination identified that the gladiator balloon was not folded which indicates that it was subjected to positive pressure. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the center of the balloon. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the left upper extremity. A 5.0 x40, 40cm gladiator balloon catheter was advanced for dilation. However, during inflation at 23 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure. It was further reported that the target lesion was non-tortuous and non-calcified. The balloon first pressured at 20 atmospheres, but the stenosis was not dilated. It burst when pressure was furthered at 23 atmospheres. The balloon ruptured during the first inflation.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the left upper extremity. A 5.0 x40, 40cm gladiator balloon catheter was advanced for dilation. However, during inflation at 23 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.